Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 348 mg/dl (strip lot 474150) and 54 mg/dl (strip lot 473759). Results were obtained using different strip lots. No adverse event reported. The test strips were requested to be returned for evaluation.